Event description:
During a percutaneous transluminal angioplasty, a powerflex pc balloon catheter would not inflate with a non-cordis indeflator. Product analysis performed indicated that there was evidence of a balloon rupture. After obtaining access contralaterally, the powerflex p3 balloon catheter was delivered through a non-cordis 6f sheath introducer for pre-dilatation of the lesion in the right superficial femoral artery, but the balloon would not inflate with a non-cordis indeflator. The balloon was then removed from the pt's body and another powerflex p3 balloon was used successfully. A smart control stent was then placed without any problems and the procedure was finished successfully. The vessel had moderate calcification and mild tortuosity, with a 90% rate of stenosis. According to the physician, the inflation device was not the cause for the event and was used with other devices. There were no anomalies noted on the product prior to removal from its packaging or prior to inserting it into the pt. The device was prepped normally. It was confirmed that during inflation, there was no flash or leakage of contrast noticed when pressure was applied to the balloon. The balloon catheter was removed easily from the pt. There was no adverse event and the pt is in stable condition.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to the right superficial femoral artery, it was reported that the balloon would not inflate. The vessel was described as having moderate calcification and mild tortuosity, with a 90% rate of stenosis. There was no reported pt injury. A non sterile powerflex p3 4.0mm x 2cm, 135 cm was received coiled inside of a bag. The balloon presents evidence that it was inflated and deflated, and it has residues of blood. It was not observed any other anomaly in the device. A scanning electron microscope was performed for the balloon and the results showed external surface damages such as wrinkles and abrasions/scratches that were located near to the balloon rupture. The balloon leak-site inner surface presented evidence of surface damage such as splits/scratches that were near to the balloon rupture. The marker band presented no anomalies. The exact cause of the possible external and internal damage could not be conclusively determined. The functional test was performed using an indeflator and it was confirmed the pin hole at 7 mm from the distal tip. The balloon could not be inflated. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. After a visit to the powerflex p3 process, there was not found any material, tool or equipment that could generate the internal and external damage in the balloon. In addition, the 100% of the mfg powerflex p3 products pass through three 100% inspections before leaving the facility. The inflation difficulty--unable to inflate the balloon failure reported by the customer was confirmed; however, the exact cause of the balloon pin hole could not be conclusively determined, controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the mfg records review suggests that the failure experienced by the customer could be related to the mfg process. Therefore, no corrective/preventive action will be taken. In this case, it appears that vessel characteristics and procedural factors may have contributed to the reported event.